Event description:
It was reported that the patient experienced increased pain and the spinal cord stimulator (scs) device was not helping. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, , model: sc-2218-70 serial: (B)(4), batch: 20291128/20291128.